Event description:
The facility's biomedical engineering dept reported a pump that was involved in an incident of an overinfusion. The pump was set to deliver a 1000 ml bag of lactated ringers at a rate of 125 ml/hr to a labor and delivery unit pt. Reportedly, the infusion was completed in 3 1/2 hours instead of the intended delivery time of 8 hours. According to biomed, no pt injury has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, programming or set up of the infusion device.